Event description:
The physician reported during an aneurysm coiling in the cerebelli superior, the stent was deployed without problems. There was serious friction during withdrawal of the catheter from the wire. The physician reported the stabilizer broke, remained on the wire and was removed. The physician reported this as a potentially hazardous event without any patient complications.

Manufacturer narrative:
The device in question was returned to the manufacturer for evaluation. A device history record (DHR) review was performed and no issues or discrepancies were found. The DHR showed that this device met all required specifications. The microdelivery catheter was severely accordion wrinkled under the strain relief. The catheter was also compressed on its proximal shaft. The microdelivery catheter distal lumen was examined and it was discovered that there was protrusion in the distal lumen. The stabilizer ptfe and braided tubing had been separated at the mid junction. The distal shaft remained with the ptfe and braided tubings. The natural polymide tubing stayed with the proximal shaft. The ptfe and braided tubing were stretched. Based on the facts and findings, the user's complaint was confirmed; however boston scientific cannot conclusively determine the cause of the user's experience.